Event description:
I have problem with my menstrual cycle. Severe cramping, extremely heavy bleeding, huge blood clots, headaches, nausea and vomiting all the time, worse during cycle. Menopause symptoms; I'm (B)(6) for last year I have had horrible pain in my upper stomach, several drs, gallbladder removed, several tests. I can't concentrate; I have horrible mood swings. I have terrible issue with fatigue which can be scary while driving I pull over frequently. More to list.